Manufacturer narrative:
The reported complaint of not able to flush was confirmed on the returned set. An image was provided by the customer showing the involved device. No visual anomalies were observed on the returned device. When the returned device was primed and pressure leak tested the set was not able to be primed from the millex filter. The rest of the set performed per the specifications. When the millex filter was microscopically examined, the female luer connected to the millex filter was occluded with solvent. The probable cause of the occlusion on the female luer had occurred due to an error during assembly at ensenada.

Event description:
The event involved a tp4 kit w/10cc safeset reservoir, needleless valve, filter millex and admin set. It was reported that the patient's arterial line tubing was unable to be flushed through. There was patient involvement and no patient harm reported. The set-up was replaced and therapy was resumed. There were no interventions needed related to blood loss.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.